Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing. Statlock wings ripping and lifting up on dressing removal. Dressing took longer to remove as it was attached and ripped at the edges. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing. Statlock wings ripping and lifting up on dressing removal. Dressing took longer to remove as it was attached and ripped at the edges. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing a statlock is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed a statlock on a patient¿s skin. The left side of the pad was observed to be torn slightly with a small piece apparently missing, and the right side of the pad was observed to be slightly damaged. While the pad of the statlock device was observed to be damaged, suggesting difficulty in removing the device, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the alleged difficult removal. This complaint will be recorded for future trending and monitoring purposes.